Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer to match the incoming voltage and adjusted the 12 volt and 5 volt power supplies. System operates as intended.

Event description:
The customer reported the display went black during fluoro. System operates as intended.